Manufacturer narrative:
This event occurred in (B)(6). The customer's test strips and meter were requested for return. The returned meter's ceramic heater plate is broken. The damage to the heater plate is from strong external force. The customer's meter was unable to be used due to the damage. The returned test strips were measured with the reference meter with a high level control sample. Testing results (qc range: 2.4 - 3.0 inr): vial 1: qc 1: 2.6 inr, qc 2: 2.7 inr, qc 3: 2.6 inr. Vial 2: qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 345218) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results between coaguchek xs meter serial number unknown and a doctor's coaguchek xs plus meter serial number (B)(4). The result from the coaguchek xs meter serial number unknown was 3.0 inr. The patient had a lab test done a short time after the meter test. The result from the coaguchek xs plus meter serial number (B)(4) was 5.7 inr. The patient was tested again on the coaguchek xs plus meter and the result was 7.3 inr. The same fingerstick was used to obtain both samples used for the tests on the coaguchek xs plus meter. The patient's therapeutic range is unknown.